Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the stent could not be withdrawn since it was mistakenly opened in the instrument channel. The event can be prevented by following the instructions for use (IFU) which state: chapter 4 operation, section 4.3 using endotherapy accessories¿ as below. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope had a stent stuck within the device. The issue occurred during a therapeutic stent replacement procedure, which was completed using a similar device. A non-olympus stent was accidentally opened within the instrument channel of the videoscope and it could not be removed by inserting a set of grasping forceps. While the device was replaced, the procedure was extended 10-20 minutes while the patient was under general sedation. There were no reports of patient harm or impact.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. Address: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The customer identified the stent was not produced by olympus and was not compatible for use with the videoscope. Additionally, the device evaluation found the adhesive on the protective coating on the bending portion of the device was chipped, cracked, and discolored, the paint on the suction cylinder was peeled, scratches were found on switch 4, the image guide protector, the protector of the universal cord, the connecting tube, and the camera cover, the adhesive around the objective lens was discolored, the connecting tube coating was peeling, and the light guide lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.